Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Note: patient-reported adverse event of unknown mesh failure and bladder repair/revision (B)(6) 2007 was reported via 2210968-2018-77060.

Event description:
It was reported that the patient underwent a bladder repair in (B)(6) 2005 and the unknown mesh was implanted. It was also reported that the unknown mesh did not work. After unsuccessful bladder repair, the womb prolapsed resulting in hysterectomy and the bladder repair was done in (B)(6) 2007 and the mesh was implanted. After hysterectomy the patient experienced bowel prolapse, and a bowel repair was done in (B)(6) 2008. After bowel repair procedure, the patient¿s bladder prolapsed, and the second revision of bladder repair was performed on (B)(6) 2010.